Event description:
(B)(4). Same case as MDR ID 2134265-2013-07186, 2134265-2013-07301. It was reported that vessel dissection occurred. In (B)(6) 2010, the subject presented with several episodes of chest discomfort and was diagnosed with myocardial infarction (non q-wave, nstemi, killip classification- I) and underwent cardiac catheterization which revealed two lesions. The first lesion was a de novo lesion located in the 1st obtuse marginal (om) branch with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre- dilatation and placement of a 2.50 x 16 mm taxus atom liberte stent. Following post- dilatation, residual stenosis was 0 %. The second lesion was also a de novo lesion located in the 2nd om branch with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre- dilatation and placement of a 2.25 x 16 mm and 2.25 x 12 taxus atom stents in an overlapping manner. Following post- dilatation, residual stenosis was 0 %. The physician proceeded to advance two luge wires over the 1st and 2nd om branches and balloon angioplasty was performed using a 2.5 x 20 mm maverick catheter balloon. Grade a dissections were noted in both marginal branches which were treated with 2.50 x 16 mm taxus atom liberte stents in 1st om. Following inflations with maverick balloon, a 2.25 x 16 mm taxus atom liberte stent was deployed in second om which caused a retrograde dissection within the vessel and was treated with 2.25 x 12 mm taxus atom liberte stent deployed in an overlapping fashion. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).